Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) with an implantable neurostimulator (ins). The reason for call was today the pt's stimu lation was pulsating on their side and they wanted to turn it down but they could not get to the screen to turn it down for they did not know how to. During call pt's communicator would not turn on; pt claimed they were never told to recharge the communicator so they never have. Pt plugged communicator into the micro usb cord and verified it was recharging. Pt's therapy application was telling them to scan communicator code. Pt was advised to charge communicator then call back for assistance on pairing to handset. Pt wanted stimulation off for the time being so agent walked pt through charging their ins; pt said it took forever but on call it worked as normal and the pt got excellent connection. Ins was at 80%. Pt turned off therapy. Pt called back and stating that they was able to charge the communicator. Agent walked the patient through scanning and entering the communicator serial number in patient therapy app. Patient then saw not found message. Patient hit try again and already saw the blue lights blinking. Patient successfully accessed the therapy screen and turn on their therapy. The troubleshooting steps resolved the reported issue.

Manufacturer narrative:
Continuation of d10: product ID tm91scs, serial# (B)(6), product type accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient representative stating the patient had still been having ongoing troubles with the communicator connecting to the mystim application. Caller stated they would scan the serial number but still would see not found message, and the bluetooth light would only blink for a second then go off. Caller stated it takes forever to connect and at one point the communicator would not come on or charge. Caller stated they tried some troubleshooting they found off of google, but the issue still persisted off and on since implant. Agent had caller reset handset, communicator, and toggle bluetooth off and on. Caller then re-entered serial number then was able to connect. Agent reviewed communicator best practices and how to reset. The steps on the call resolved the issue.